Event description:
It was reported that a homechoice device experienced a system error 2240 alarm. The patient was connected at the time of the alarm. This occurred during dwell three of six of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak at the connection of the supply line of the homechoice cassette and supply bag that led to this alarm. Renal therapy services (rts) assisted the patient to end the therapy session. The patient would start over with new supplies. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported at the connection of the supply line of the homechoice cassette and supply bag, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.